Event description:
Healthcare professional reported a left side capsular contracture baker grade iii. Patient representative reported " experienced swelling and capsular contracture resulting in explant surgery" and concerned for textured implant device. This record is for the left side. The device has been explanted.

Manufacturer narrative:
Information contained in this report was previously submitted through psr on 23-apr-2018. A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reporter has declined to provide allergan further information regarding event, product, or patient details. Reason for reoperation: capsular contracture baker grade iii, swelling concern for textured implant device.